Manufacturer narrative:
Root cause: the root cause of the usage of the expired disposable was human error by the distributor of the product to the customer.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired lk/2 applicator was used on a patient. The lk/2 applicator was labeled with an expiration date of 01/2018. The procedure was performed on (B)(6) 2018. Patient's full identifier (ID): (B)(6). Patient¿s age, gender, and weight are not available at this time. Patient outcome is not available at this time. The lk/2 applicator is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being filed to provide corrected information.

Event description:
Updated patient's full identifier (ID): (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the reported lot number was identified to have been built into two different lot numbers for the final sets produced, lot #11y9907 and lot #11y9916. It is therefore unknown which lot this component came from. The device history report (DHR) was reviewed for both and no issues were identified related to the reported condition. Updated root cause: based on the clinical findings, the distributer stated that the use of an expired set was caused by a misinterpretation of the expiration date. He assumed that the expiration date was at the end of the month instead of the beginning of the month.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired lk/2 applicator was used on a patient. The lk/2 applicator was labeled with an expiration date of 01/01/2018. The procedure was performed on (B)(6) 2018.

Manufacturer narrative:
This report is being filed to provide corrected information.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The customer declined to provide patient's age, gender, weight, and outcome.